Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the probable cause of the reported device 8100 had error 13-1064-1229 was not identified during the customer call. Tech support assisted the customer in verifying the software version on the attached module. Guided the customer through the firmware setup within the system maintenance configuration package. Directed the customer to execute the flash task to update the 8100 modules. The flash process completed successfully. The customer was instructed to perform preventive maintenance (pm) to monitor whether the error re?occurs. The customer was further informed that if the issue persists, the logic board will require servicing or replacement. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the 8100 had error 13-1064-1229 during preventative maintenance. There was no patient involvement.